Event description:
During procedure, it was reported the coil prematurely detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the pusher was broken and the release wire was retracted. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).